Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/16/2025, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii implant for the internal brace technique broke during basic passage. A new tightrope was opened, and the case was completed. No patient was harmed. This was discovered during a knee scope with acl procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested if this occurred before use on the back table.

Event description:
Additional information has been received on 05/13/2025: this issue occurred during graft passage; all pieces were retrieved from the patient. The case was completed with another ar-1588rtt2-ib fibertag tightrope ii implant. A delay of approximately 20 minutes was reported, and additional anesthesia was administered accordingly. No adverse effects or significant damage were reported. No photos were taken.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.